Event description:
While using the pks omni device in an lsh procedure, the surgeon heard a snap along the shaft of the device. The device was removed from the operating field and the surgeon switched to a spatula to complete the procedure. All parts were accounted for, there was no patient harm.

Manufacturer narrative:
Device was returned with heavy coagulate, heat shrink was removed from the device and left in the package. It was verified that the ceramic hub is fractured at the interface of the hub to shaft. According to the incident, the device was working during the lsh case during which the surgeon heard a snap and stopped using the device. The exact cause of how the hub fractured is unknown since there is no information as to how the surgeon was using the device at the time of the fracture. Continue to monitor the complaint data base for further occurrences.